Event description:
It was reported that the tubing of a light sensitive drug set broke and leaked. This occurred during infusion of a nutrition solution using an unspecified infusion pump. The leak was observed from the infusion pump tubing segment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and a small cut was observed approximately 0.2 centimeters on the pump tubing. A gravity test was performed and a leak was observed from the cut of the pump tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.